Event description:
A customer reported to baxter (B)(4) of a onelink luer connector that was attached to a triple lumen central line that would not flush. Blood was backing up in the luer. The onelink valve was removed and the line was able to be flushed. The event occurred during patient use; however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required.